Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect, correct b5 should be - the patient alleged visualization of black particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external inspection of the device completed by the manufacturer and found indents on either side of the device. An internal visual inspection of the device was completed by the manufacturer and found dark spots of contamination on all parts of the enclosure. There were signs of water ingress in the blower box. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found multiple spots of contamination inside, contamination on the heater plate and on the dry box seal. There were signs of water ingress on the heater plate access port due to the screws having corrosion on them. There were signs of the plastic delaminating on the back of the front access panel of the humidifier. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes multiple contamination found were consistent with indents on either side of the device, dark spots of contamination on all parts of the enclosure, water ingress in the blower box, multiple contamination in the humidifier. There was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.